Event description:
The customer reported IV fluid was squirting out inside the pump. The infusion was running for several hrs w/o incident. The pt reported that her IV fluid started leaking. A small hole was noticed in the tubing just below the blue plastic piece. It is not certain if this is the upper or lower fitment. There was no report of pt harm or medical intervention required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the set be rec'd for eval.